Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination found that the stent was badly stretched and distorted. The stent stretched 10mm past the distal tip. It was also noted that the hypotube was kinked at various locations along its length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent moved on balloon occurred. During preparation, the nurse slides her right hand over the 3.50 x 32 synergy¿ ii drug-eluting stent catheter very smoothly however, she saw that the stent had moved over the balloon and towards the tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent moved on balloon occurred. During preparation, the nurse slides her right hand over the 3.50 x 32 synergy ii drug-eluting stent catheter very smoothly however, she saw that the stent had moved over the balloon and towards the tip. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.